Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, during heating up phase of the procedure, the patient was seemingly cramping pretty hard. There was a fluid loss alarm observed with ten minutes left in the ablation phase and the seal was reinforced by adding another tenaculum. A couple of seconds after seal was reestablished, another fluid loss alarm occurred and about nine minutes left into ablation phase, a third fluid loss alarm was received and the machine automatically initiate to cooling and shut down. There was no actual cervical leak noted. Reportedly, the patient sustained superficial burn on the lower right area of her vagina and it was treated with silvadene cream. It was reported that a resident physician was holding the sheath during the procedure. The patient is doing fine at the conclusion of the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, during heating up phase of the procedure, the patient was seemingly cramping pretty hard. There was a fluid loss alarm observed with ten minutes left in the ablation phase and the seal was reinforced by adding another tenaculum. A couple of seconds after seal was reestablished, another fluid loss alarm occurred and about nine minutes left into ablation phase, a third fluid loss alarm was received and the machine automatically initiate to cooling and shut down. There was no actual cervical leak noted. Reportedly, the patient sustained superficial burn on the lower right area of her vagina and it was treated with silvadene cream. It was reported that a resident physician was holding the sheath during the procedure. The patient is doing fine at the conclusion of the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on 14sep2018. The procedure name is hystersocopy, endometrial ablation and laparoscopic tubal ligation.

Manufacturer narrative:
Additional information received on 14sep2018.